Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient opened his chest incision and was taken to the hospital. The patient was evaluated, and although the generator site did not appear to be infected, the generator was explanted. The pocket was flushed. Device history record was reviewed for the generator. The device passed all quality control measures, and no unresolved nonconformances were identified prior to distribution. The device was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.